Event description:
It was reported that the pt could not adjust stimulation. It was also reported that the pt experienced a loss of therapeutic effect, including excessive urination and leaking (the pt was filling 10-12 depends a day, before he was urinating with control 4-5 times a day and twice a night). The event occurred following an MRI in (B)(6) 2011. The status of stimulation prior to the MRI was unk. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).